Event description:
The reporter indicated that the patient had a hematoma on the left chest at the site of the incision made for the generator implant. The reporter indicated that the hematoma was related to the implantation and "caused by anticoagulation therapy." It was reported that the hematoma resolved after being hospitalized overnight for the drainage of the hematoma.